Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with xiaomi, os version: 11 and app version: 2.8.4.9335. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced cold sweating and loss of consciousness and was unable to self-treat. The customer reported unspecified third part treatment was provided. Additionally, it was reported that ambulance presented to the customer home and administered healthcare professional (hcp) treatment of glucagon, condensed milk by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced cold sweating and loss of consciousness and was unable to self-treat. The customer reported unspecified third part treatment was provided. Additionally, it was reported that ambulance presented to the customer home and administered healthcare professional (hcp) treatment of glucagon, condensed milk by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing low glucose alarms. Attempted to replicate the customer's complaint using similar configurations google pixel 2xl (android 11, 2.8.4.9335) and the reported issue was unable to be replicated and the system functioned as intended. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with xiaomi, os version: 11 and app version: 2.8.4.9335. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced cold sweating and loss of consciousness and was unable to self-treat. The customer reported unspecified third part treatment was provided. Additionally, it was reported that ambulance presented to the customer home and administered healthcare professional (hcp) treatment of glucagon, condensed milk by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced cold sweating and loss of consciousness and was unable to self-treat. The customer reported unspecified third part treatment was provided. Additionally, it was reported that ambulance presented to the customer home and administered healthcare professional (hcp) treatment of glucagon, condensed milk by third-party. There was no report of death or permanent impairment associated with this event.